Event description:
A journal article was reviewed which contained information regarding the implantable cardioverter defibrillator (ICD) system. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article indicated that there were ¿unexplained¿ alerts from the ICD. Further follow up did not yet yield any additional relevant information regarding the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply as of the time of this report. Possible models could include: 7298, c174awk, d164vwc, d164awg. The gender of the baseline characteristics is male and the baseline age is 57 years old. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿optivol fluid index predicts acute decompensation of heart failure with a high rate of unexplained events.¿ j. Geriatr. Cardiol. 2013; 10(3):253-257. (B)(4).